Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and missing segments/partial display noted. Insulin pump was received with cracked case near display window corners noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was not working and they had moisture exposure. The customer's blood glucose level was 200 mg/dl. The customer reported that this morning customer deliver a bolus and it was fading out and after pressing it goes to blank screen. The buttons were not responding. The insulin pump will be returned for analysis.